Manufacturer narrative:
The root cause of delivery issue is determined to be patient condition because the pump was unable to pass through vasculature despite multiple attempts with many trouble shooting techniques.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following : section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported that a patient was on the list for transplant and developed a fever and had hypotension was listed as status 7. Physician decided to place intra-aortic balloon pump to help with worsening cardiogenic shock. However, due to the patient's continual decompensation decision was made for impella 5.5 placement. It was reported that the impella 5.5 was then primed and initial access was gained into left ventricle (lv), however some difficulty noted crossing with the 0.035 j wire. Contrast shot and showed some stenosis distal on the axillary artery. They elected to try insertion with 0.018 steel core wire and impella 5.5. Upon insertion the pump crossed anastomosis however was unable to pass stenosis on the distal part of the artery. After multiple attempts the 5.5 was removed and place an axillary impella cp instead.